Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-03113. Manufacturer report number: 2017865-2020-03114. It was reported that the patient presented for revision procedure on (B)(6) 2020. Upon review, it was revealed that the right atrial lead and right ventricular lead exhibited excessive noise. During procedure, the right atrial lead and right ventricular lead were explanted and replaced. However, when the physician attempted to connect the new right atrial lead to the existing pacemaker header, the right atrial lead would not connect to the end of the port. Also, varying impedance values were noted. The pacemaker was explanted and replaced. The patient was stable post procedure.